Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, h6, and h10. As reported, resistance was experienced when a 6/7f mynxgrip vascular closure device (vcd) was advanced through the unknown sheath and blood vessel. The user retracted and tried to advance it. However, resistance was still met. In the end, the user removed the device. The sealant was observed to have remained. Hemostasis was achieved with manual compression for about 20 minutes. There was no reported patient injury. The type of procedure the device was used in was a percutaneous coronary intervention (pci). A 6f non-cordis sheath was used with the device. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient recovered after the mynx event. The sheath was not kinked/bent. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. No damages were observed on the atraumatic tip of the returned device. The sealant and advancer tube remained in the manufacturing position, and the procedure sheath was not returned with the device. Per functional analysis, an insertion/withdrawal test was performed on the returned device using an applicable lab introducer sheath, and the device was able to be inserted/advanced through the lab introducer sheath without issue. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. Per microscopic analysis, visual inspection at high magnification showed no damages on the atraumatic tip of the returned device. A product history record (phr) review of lot f2112002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ catheter inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, resistance was experienced when a 6/7f mynx grip vascular closure device (vcd) was advanced through the unknown sheath and blood vessel. The user retracted and tried to advance it. However, resistance was still met. In the end, the user removed the device. The sealant was observed to have remained. Hemostasis was achieved with manual compression for about 20 minutes. There was no reported patient injury. The type of procedure the device was used in was a percutaneous coronary intervention (pci). A 6f non-cordis sheath was used with the device. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient recovered after the mynx event. The sheath was not kinked/bent. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.